Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that one of the leads had migrated out of place and the patient was no longer getting adequate stimulation in that area. It revision was done and the lead was removed and replaced. The outcome was great, the healthcare provider (hcp) was able to place the lead in a beneficial placement and now the patient is getting coverage in the correct areas. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead migration is unknown and the patient did not suffer from any falls or accidents that would cause the lead to migrate. The serial number of the exact lead that was replaced was unknown.